Event description:
The cardiologist attempted closure with techstar xl 6f device. The original stick was high, above the inguinal ligament. Good mark was not obtained but the cardiologist decided to deploy and close despite the lack of mark. The closue was superficial, in the subcutaneous tissue, missing the arterial wall. The pt was taken for computerized tomography, where a retroperitoneal bleed was discovered. The pt was then taken for surgery for arterial repair. Surgery was successful and the pt did fine.